Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experience high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 23.9 mmol/l. The customer was treated with insulin pump for high blood glucose level. Customer reported that blood at site. The insulin pump will not be returned for analysis.